Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed. The product returned for evaluation was one 4fr s/l powerpicc solo catheter. Usage residues were observed throughout the sample. Curved shape memory was observed throughout the sample. A partially circumferential split was observed near the 9cm depth marking. The split occurred within a permanent kink impression. The catheter kinked preferentially at the split site during manual manipulation. Microscopic inspection of the split revealed a dully granular fracture surface. Material wear, buckling and discoloration were observed in the vicinity of the split. The fracture features and preferential kinking were consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs when repetitive mechanical stresses such as kinking cause a fracture to gradually forma and propagate in the catheter material. The location of the damage suggested that catheter securement, access and maintenance techniques may have contributed. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that patient felt pain when PICC was being flushed. Nursing staff access PICC and were flushing the PICC after aspirating blood first. As the flush was being administered the patient felt pain. The patient was then taken to radiology where a radiologist inserted a small amount of contrast and could see on the venogram that the PICC had split and was leaking into the tissue. Medical intervention: yes; contrast was administered in radiology. Action taken: PICC removed. It was further reported availability of the venogram picture of the PICC (B)(6) 2021. The rupture was obviously very close to the securacath, just under skin. External length was 7cm. The inserter has stated that a scalpel blade was used to nick the skin for the securacath but this was done before the PICC was inserted. The device was in for 120 days anyway and the patient had chemotherapy multiple times through the device (6x cycles of oxiplatin and 5fu) before experiencing pain on a routine flush.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a leak was confirmed, but the exact cause could not be determined from the image that was provided for investigation. The venogram image showed what appeared to a leakage of dye near the securement device; however, the fracture features of the catheter could not be discerned from the image. Since evidence of leak is present in the provided image, the complaint was confirmed, but the exact cause of the reported event could not be determined. The catheter was reportedly used for 120 days and the patient had chemotherapy multiple times through the device before pain and the leak were detected, which indicates that the breach in the tubing developed during use and may have been attributable to material fatigue due to repeated kinking of the tubing. A review of the manufacturing records showed no evidence that the leak was caused by the manufacturing process.

Event description:
It was reported that patient felt pain when PICC was being flushed. Nursing staff access PICC and were flushing the PICC after aspirating blood first. As the flush was being administered the patient felt pain. The patient was then taken to radiology where a radiologist inserted a small amount of contrast and could see on the venogram that the PICC had split and was leaking into the tissue. Medical intervention: yes; contrast was administered in radiology. Action taken: PICC removed. It was further reported availability of the venogram picture of the PICC (B)(6) 2021. The rupture was obviously very close to the securacath, just under skin. External length was 7cm. The inserter has stated that a scalpel blade was used to nick the skin for the securacath but this was done before the PICC was inserted. The device was in for 120 days anyway and the patient had chemotherapy multiple times through the device (6x cycles of oxiplatin and 5fu) before experiencing pain on a routine flush.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reet0658 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that patient felt pain when PICC was being flushed. Nursing staff access PICC and were flushing the PICC after aspirating blood first. As the flush was being administered the patient felt pain. The patient was then taken to radiology where a radiologist inserted a small amount of contrast and could see on the venogram that the PICC had split and was leaking into the tissue. Medical intervention: yes; contrast was administered in radiology. Action taken: PICC removed. The rupture was obviously very close to the securacath, just under skin. External length was 7cm. The inserter has stated that a scalpel blade was used to nick the skin for the securacath but this was done before the PICC was inserted. The device was in for 120 days anyway and the patient had chemotherapy multiple times through the device (6x cycles of oxiplatin and 5fu) before experiencing pain on a routine flush.